Manufacturer narrative:
(B)(4). Batch #: w7014e. Maude report number: (B)(4). Additional information was requested and the following was obtained: "please provide more details about statement ¿the handle would not work properly¿ did handle was difficult to fire? Unknown. Did device not fire clips (jammed)? Tip on the end that holds the clip was crossing over incorrectly." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, endoscopic multiple clip applier - el5ml was placed in patient's abdomen and the handle would not work properly. Device was then removed and the tip on the end that holds the clip was crossing over incorrectly. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2023. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.